Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate hv therapy due to post-sensed t wave oversensing. Subsequently after programming changes, the t-wave oversensing recurred, and the patient received inappropriate atp therapy. Low r-wave oversensing was noted. The lead was capped on (B)(6) 2016. The patient's condition was good.

Event description:
New information received notes that the lead was replaced on (B)(6) 2016.